Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. The evaluation of the returned portion of the driveline confirmed an issue that could have contributed to the report of pump stops and low speed events, which were observed in the submitted log file. The submitted system controller log file captured several pump stops and low speed advisory/hazard alarms between 20feb2018 while the system controller was connected to a power module. Low flow hazard events and elevations in pump power were also associated with some of these events. Based on previous complaint history, these events appear consistent with a potential driveline issue. A distal end driveline repair was performed on 22feb2019 and the replaced portion was returned in a segment measuring approximately 15¿. The previously applied clamshell repair was observed on the metal connector. Segments of all 6 wires were also returned, measuring approximately 2¿ to 3¿ in length. Rescue tape was observed approximately 1.5¿ through 3.5¿ from the metal connector. Metal braided shield breakdown was observed from the metal connector through the terminus of the bend relief (approximately 2.5¿ from the metal connector). Visual inspection of the underlying wires revealed kinks in the orange, yellow, and green wires approximately 2.5¿ and 9.5¿ from the metal connector. Hipot testing of the driveline revealed a breach in the insulation of the yellow wire at the location of the kinking approximately 2.5¿ from the metal connector. This breach appeared consistent with fatigue failure due to repetitive flexing. If the exposed inner conductors of the yellow wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have contributed to the pump stops and low speed events observed in the submitted system controller log file. There was an incidental finding of tears in the outer silicone jacket approximately 2.5¿ through 3¿ from the metal connector; however, the underlying bionate did not reveal evidence of damage. Heartmate ii lvas patient handbook contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Heartmate ii lvas IFU addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received the patient received an external percutaneous lead repair on 22feb2019. The patient was given an ungrounded patient cable following the repair.

Manufacturer narrative:
Approximate age of device- 3 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On 21feb2019 the customer submitted a log file related to a patient issue. Tech services rep reviewed the log file and observed that the log file captured pump stops on (B)(6) 2019 while connect to the power module. It was reported that this issue could be caused by a perc lead short to shield. The customer also submitted perc lead x-rays which were found to be unremarkable. An external perc lead repair was recommended.